Event description:
It was reported that the procedure was to treat lesions in the mid left anterior descending (lad) artery and the proximal circumflex (cx) artery. Pre-dilatation was performed, and the 3.0 x 15 mm xience prime stent and the 3.0 x 33 mm xience prime stent were implanted. After the second stent was deployed, a perforation was observed. The 4.0 x 19 mm graftmaster stent was deployed in the lad for treatment; however, the perforation persisted and the physician felt that the perforation occurred in the cx, as well. An additional 4.0 x 16 mm graftmaster stent was deployed in the cx and sealed the perforation. The patient was transferred to the ward, but later died. No additional information was provided.

Event description:
Additional information reported that the stents were confirmed to be fully apposed to the vessel wall.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a similar issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 31-august-2012 and the implant procedure date is (B)(6) 2013 which is approximately 15 months post expiration. It should be noted that (rx) graftmaster instructions for use states to use the device prior to the use by date specified on the package. In this case, it is unknown if the use after expiration contributed to the reported event.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience prime stents mentioned are being filed under separate medwatch numbers.